Event description:
The customer reported that the first day she wore the device her blood glucose was in normal range for her, but the morning of the second day she went to school with her bg measuring 250 mg/dl. She was active that day and her bg was running high and wouldn¿t lower with correction boluses (times and dosages not reported). She changed the device at school with bg of 390 mg/dl. From what she could remember of the incident at the time of her call, the cannula was slightly kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user¿s guide warns ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider,¿ and advises ¿check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed).¿